Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) had a loose connection during use. The following information was provided by the initial reporter: "patient arrived for cadd pump trouble shoot @0820. On inspection the pump was not alarming but the phaseal connection was not remaining in a clicked and locked position. The patient and husband came in immediately this morning so there was minimal delay in drug administration.. The parts were exchanged both male and female components, all connections checked and tightened and the pump immediately resumed normal operations. The time remaining was 26 hours and 9 minutes which keeps it within minutes of the 46 hour administration window."